Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis. The moment the device was powered up the device started double beeping. It's recommended to replace the downstream sensor.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited double beep with no cassette. No patient involvement reported.